Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that patient was not feeling stimulation on the same after a fall and a systems diagnostics test resulted in a high lead impedance reading indicating a possible device malfunction. X-rays were reviewed by the site and no gross lead breaks were noted. During revision surgery the surgeon was bale to remove the lead from the generator with "just an easy tug." A new generator was put on the existing leads and the high impedance issue resolved. Diagnostic test results were within normal limits from the time of original implant until the patient's fall.